Manufacturer narrative:
(B)(4). The customer reported the unit would not power up on ac power, no ac power indicator. The unit was evaluated by a philips field service engineer. The ac power supply was replaced, and this resolved the reported issue.

Event description:
The customer reported the unit would not power up on ac power, no ac power indicator.